Event description:
The lay user / patient contacted on (B) (6) 2010, alleging an error 4 message on her one touch ultra 2 meter. The patient mentioned that the reported issue with the meter occurred several times and it started on (B) (6) 2010. Due to the error 4 message, the patient mentioned that she became lightheaded on (B) (6) 2010 and had to eat less because she did not know what her blood glucose readings were. The customer care advocate (cca) reset the meter and issue was resolved over the phone. The test strips were not expired and the technique of applying blood on the test strip was correct. Products were replaced. The complaint is being reported since the patient alleged that due to the error 4 message, she developed symptoms and had to eat less.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.